Manufacturer narrative:
H.6. Investigation summary: three unused samples were provided to our quality team for investigation. The product was visually inspected, no damaged or molding defects were observed that could have contributed to the reported malfunction and no leakages occurred. The product was disassembled for further evaluation. There was no damaged noted in the plunger rod and the stopper was verified to be properly assembled to the plunger. A device history review was performed for the reported lots 1908211, 1909268, and 1908223, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our quality team's investigation, we are not able to identify a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe leaked during use. The following information was provided by the initial reporter: the customer hands over several unused plastipak 50 ml syringes (300865) to the sales representative. From some time, employees have been reporting leaks on the plunger of the syringe. An exact date cannot be given. Used specimens are not available because they were contaminated with cytostase. There was already an identical complaint in august 2019. In the following months, the error did not occur again, now the described leaks have been occurring again for several weeks. The currently used and affected batches are listed above. The incidents were noticed in each case during production. Patients or employees were not harmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1908211, medical device expiration date: 2024-07-31, device manufacture date: 2019-08-05. Medical device lot #: 1909268, medical device expiration date: 2024-08-31, device manufacture date: 2019-09-26. Medical device lot #: 1908223, medical device expiration date: 2024-07-31, device manufacture date: 2019-08-05. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe leaked during use. The following information was provided by the initial reporter: the customer hands over several unused plastipak 50 ml syringes (300865) to the sales representative. From some time, employees have been reporting leaks on the plunger of the syringe. An exact date cannot be given. Used specimens are not available because they were contaminated with cytostase. There was already an identical complaint in august 2019. In the following months, the error did not occur again, now the described leaks have been occurring again for several weeks. The currently used and affected batches are listed above. The incidents were noticed in each case during production. Patients or employees were not harmed.